Event description:
It was reported that the bd emerald - 3-piece syringe was cracked causing leakage. The following information was provided by the initial reporter, translated from french to english: when I did the test with the syringe of nacl at the time of pricking, there was a jet of blood ++ coming from the body of the syringe itself. The syringe was cracked, see photo sent to the pharmacy today.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-sep-2023. H6: investigation summary : a device history record review was completed for provided material number 307736 and lot number 2302157. The review did not reveal any detected abnormalities during the production process that could have contributed to this incident. To aid in the investigation of this issue, three (3) picture samples and the affected physical sample were returned for evaluation by our quality team. Through examination of the sample, the syringe barrel was observed cracked. The exact cause for the observed damage could not be determined at this time. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any damage parts identified. It is possible that the cracked syringe resulted from a blockage during the barrel feeding process that went undetected.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald - 3-piece syringe was cracked causing leakage. The following information was provided by the initial reporter, translated from french to english: when I did the test with the syringe of nacl at the time of pricking, there was a jet of blood ++ coming from the body of the syringe itself. The syringe was cracked, see photo sent to the pharmacy today.